Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported initially that after an unk procedure, there was an unk problem with the device. Unk how case was completed. There were no adverse consequences to the pt. Received the following info on 12/21/2009: procedure: abdominal perineal resection. Report: after the first firing was completed, they had problems opening the jaws to remove the device. After some time and device manipulation they did remove it. However, they were not comfortable using the device again. A new device was opened to complete the procedure. The staples of the staple line were formed and there was no report of damage to pt's tissues. It is unk how long the procedure was delayed. No adverse impact to pt.